Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The patient presented with redundant anterior leaflet tissue with a medial prolapse and a central posterior flail. Reportedly, there was difficulty with visualization due to anatomy and above average efforts were made to acquire the necessary views. The first mitraclip (cds0501 80228u248) was implanted without reported issue. After clip deployment and while pulling the gripper line without reported resistance, the clip slowly detached from the posterior leaflet, while remaining attached to the anterior leaflet (single leaflet device attachment-slda). Reportedly, the gripper line removal may have caused or contributed to the slda. As treatment and to stabilize the first slda clip, a second mitraclip (cds0501 80228u249) attempted to grasp the leaflet, however, it was not possible to grasp both leaflets with enough insertion and stabilize the slda clip. The second cds with undeployed clip was removed without reported issue and there was no evidence of injury due to this second device. Mr remained grade 4. The patient will be monitored. There was no reported adverse patient sequela. No additional information available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. A query of the complaint-handling database was performed for the reported lot and identified no other incidents reported for slda. It should be noted that the reported patient effect of unchanged mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to a combination of the challenging patient anatomy (redundant anterior leaflet tissue with a medial prolapse and a central posterior flail) and procedural circumstances (visualization difficulties). The reported poor image resolution was due to anatomy. The unchanged mr was likely a result of patient/procedural conditions due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.